Event description:
Info received indicated the right foot siderail does not latch.

Manufacturer narrative:
The hill-rom technician cleaned and greased the siderail latch and pivot points to resolve the issue.